Event description:
Report received of a blood tubing set that separated at the in-line bulb pump. The customer reports that the pt had just completed a portable x-ray. The clinician reported that "none of the pt's IV lines were caught on anything in the transfer". The clinician reported that the tubing "came apart" at the bulb pump. The tubing set was reported to be in use for approximately six hours before the separation occurred. The infusion at the time of the incident was normal saline by a peripheral line. The clinician was at the bedside at time of the incident. The tubing was then clamped and disconnected. The clinician was reported to switch to another line and bag of saline. The patient did not experience any blood loss. There is no report of adverse pt effect.